Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the impactor tip broke. There was no known impact or consequences to the patient. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Ball impactor was returned with the ppsu component fractured into multiple pieces, 5 pieces of fractured ppsu component returned. Metal insert is not fractured, no pieces of the ppsu are still attached to the metal insert. The ppsu fractured pieces have some light scratches. No other damage was noted during visual evaluation. Device has an approximate field age of 1.5 years. No features were measured due to fractured state of device. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.